Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a 12.5 cm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck had an 80 to 85 degree angulation and it was 2 cm long. The bifurcated stent graft was placed and partially deployed; however, the contralateral limb could not be cannulated. The physician completed the deployed of the ipsilateral limb of the bifurcated stent graft and attempted to go up and over to snare the wire, but was still unable to cannulate the contralateral limb. Attempts to remove the delivery catheter were unsuccessful due to the severely angulated aortic neck and it was not possible to advance or retract the delivery catheter. The physician stated that the removal difficulties and the inability to cannulate the contralateral gate were due to the severely angulated aortic neck and the large aneurysm. The patient was converted to open surgical repair. The delivery catheter and stent graft were both removed and discarded by the user facility. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (removal difficulty, difficult to cannulate). Patient's condition affected effectiveness of device (large aneurysm and severely angulated aortic neck). Incorrect technique/procedure (treatment of a patient with a severely angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (large aneurysm and severely angulated aortic neck). Operational context contributed to event (treatment of a patient with a severely angulated aortic neck).